Event description:
Information was received regarding a cadd solis hpca pump. It was reported the downstream occlusion sensor, dso, did not calibrate. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other text: b5: additional information received via (email) on 02-nov-2021: all reported issues were discovered during biomed testing. No patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No problem found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.